Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® tag® conformable thoracic stent graft with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft with active control system that may occur and/or require intervention include, but are not limited to, device migration. B3: added additional information reported by the fsa. G2: corrected report source to foreign. G3/g4: manufacturer received date refers to date phr received. H.6. Investigation findings updated from c21 to c19. Updated h.6. Investigation conclusions from d16 to d12 and d15.

Event description:
It was reported that there was no endoleak or aneurysm enlargement detected, but because the device had migrated into the aneurysm sac, it was decided to perform a reintervention.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of product history review. It is unknown which of the two initial ctag ac devices was the one that migrated. Additional gore® tag® device on this report: sn: (B)(6), UDI: (B)(4), catalog: tgmr404020j. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for thoracic (arch) aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system (ctag ac). The patient tolerated the procedure. On (B)(6) 2023, a reintervention was performed due to distal migration of the ctag ac. An additional ctag ac was deployed proximal to the previous device but it moved distally on deployment. Therefore, an additional ctag ac was deployed at the proximal site. It also moved distally, but the proximal end landed just distal to the brachiocephalic artery, which was the targeted position. A minor type ia endoleak was noted but no more treatment was given. The patient tolerated the procedure.